Manufacturer narrative:
Device evaluation: the maryland bipolar forceps was returned to intuitive surgical, inc. (Isi) and failure analysis (fa) where the customer reported complaint was replicated/confirmed. The instrument was found to have a broken conductor wire and failed the instrument failed the electrical continuity test, but no signs of thermal damage were observed. Components adjacent to the broken wire did not show damage. Additional observation(s) not reported by site: the instrument was found to have charring and localized melting on the bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument grips were manually manipulated, and the instrument failed an electrical continuity test and did not deliver energy on 3 out of 3 attempts. The instrument was found to have damage of the conductor wire¿s insulation at the grip hub, but there was not material missing and the conductor wires were not exposed. Components adjacent to the damaged wire insulation did not show damage.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for evaluation. A system log review did not reveal any system errors that would have caused or contributed to the reported event.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the coagulation function of the maryland bipolar forceps instrument was not working and coagulation occurred only in the yellow plastic part at the tip of the instrument. There was arcing between the tips of the instrument while in contact with tissue. The affected tissue incurred minimal superficial burning which resolved on its own without any intervention. The procedure was completed with a backup instrument of same kind and the procedure was completed robotically. The patient has not experienced any postoperative complications.